Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.